Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation the reportable event was not confirmed. No device problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation for the reported event: no device problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope, there were a lot of lines and grains shown in the display. The event occurred ). During set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.